Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm apex balloon. After predilating, a 2.75x24mm taxus liberte was advanced, but unable to pass through an unspecified stent. Upon removing the sds, resistance was met and it was noted that the stent had dislodged inside the pt. The physician x-rayed the body, but was unable to locate the dislodged stent. Sufficient results had been achieved while predilating the lesion; therefore, the procedure was aborted without placing another stent. No add'l complications were reported and the pt's current condition is listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.